Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was further reported that the patient received a new recharger and their battery was still heating up.

Event description:
It was reported that the patient was having heating at the implantable neurostimulator (ins) site. This had been occurring for about a month. The ins site felt warm all the time but it got hot when the patient would lie or sit on it. The patient saw a temperature message on the implantable neurostimulator recharger (insr) twice a few days prior to the report. The ins was in the patient¿s left buttock. There was no known accident or incident related to this event. It was noted that the patient had had two falls on their right shoulder but did not associate these falls with the start of heating. The patient¿s stimulation therapy had not changed since the heating started. The patient did turn their stimulation down sometimes when it got too hot. The patient had not experienced any jolting and had no external redness over the ins pocket but they noted that the pocket felt warmer than the other areas of the skin. All of the impedance measurements were normal and within a 700-1000 ohms range. It was noted that the patient never turned their stimulation off so they were going to try that to see if it fixed the problem. It was further reported that there were no malfunctions detected during interrogation. The patient was planned to be explanted but there was no date yet. The patient was receiving effective therapy but the battery would get hot. It was further reported that the patient was experiencing a burning sensation. It was noted that the implantable neurostimulator was defective. Whenever the patient would put any pressure on the device like lying or sitting on it, it would overheat. The device would get ¿hot and pours of sweat¿ and the patient was afraid to use it. These issues had been occurring for the two months prior to the report. The patient could not get their device to fully charge to 100%. The hotness extended from the patient¿s left back to their spine area. It was further reported that the patient had a doctor¿s appointment the week of the report to be scheduled for removal the month of the (B)(6). It was further reported that the neurostimulator heated up when the stimulation was on but when the stimulation was off no heating occurred. It was noted that the patient was getting great relief and stimulation coverage but the implant would get so hot they couldn¿t use it. It was noted that the patient had an appointment on the following monday to discuss a potential surgical revision or explant. The patient was not experiencing any tingling at the device pocket. There was no redness or swelling. The patient was going to be tested for a titanium allergy. Medical evaluation had ruled out an infection. It was further reported that the patient was being shipped a new recharger.

Event description:
It was further reported that the manufacturer representative suspected that the patient was trying to charge and use their stimulation at night while they were sleeping. It was further reported that the cause of the event was unknown. The patient¿s sensor settings were reprogrammed on (B)(6) 2014 and the patient seemed happy. There were no symptoms reported to the doctor and the patient stated that the battery was heating up. The patient outcome at the time of report was listed as no injury.